Event description:
It was reported that "the catheter relocation to a more caudad location was not helpful." Procedure was done on (B)(6) 2023. The catheter involved was manufacturer by flowonix. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).